Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the patient death was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. There was no device related issue, rather a type ii endoleak. A review of the device quality records could not be completed as device information is unavailable.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented on an unknown date with a type ii endoleak and rapidly expanding aneurysm sac. The physician attempted to resolve the type ii endoleak using embolization, however, this resulted in paralysis and subsequent patient expiration. As of the date of this report, no additional information has been reported.